Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited contamination on the angle adjustment lever, and the forceps channel port is worn. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found contamination on the angle adjustment lever and the forceps channel port is worn. Based on the results of the investigation, the reasonably known information suggested damage or deterioration of components due to some form of stress. The most probable cause of the reported complaint is expected to be a predicted or random component failure, rather than a design or manufacturing issue. Olympus will continue to monitor field performance for this device.